Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
On (B)(6) 2011 it was reported that a pt had lack of pain relief. The pump and spinal portion of the catheter were reported on (B)(6) 2011. An unclear issue was reported with the reservoir volume. The hcp originally planned to replace only the pump, but when the catheter was detached there was "no csf", so he replaced the spinal portion. Drugs in the pump were compounded dilaudid. Bupivicaine and clonidine. No pt injury was reported, but the outcome was reported as recovered with sequela. Add'l info has been requested, and will be reported if it becomes available.